Manufacturer narrative:
The reported complaint of clave blockage could not be confirmed. Without the return of the sample or photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that a 7" (18 cm) appx 0.25 ml, smallbore ext set w/microclave®, clamp, rotating luer was reported to become occluded during patient use. The reporter stated "split septum failure to rebound." There was no patient harm reported. The event happened multiple times; however, there was no additional information given to indicate the number or dates of occurrences. A search of the complaint database shows that the reporter has not previously reported any additional events of this nature.